Event description:
It was reported that after 7 years of seizure freedom the patient is having 2 seizures per day. The generator battery was ok when the patient was in the hospital. No additional relevant information has been received to date.